Manufacturer narrative:
A necessary correction was identified. Corrected information has been provided in d2 - part 1. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned. Microscopic examination of the iol found that the reported scratch was material on the posterior surface of the optic. The material had the appearance of lens damage. The material was removed and placed between glass slides. A small crack in the optic was observed where the material was removed. The isolated material was analyzed using microscopic fourier transform infrared spectroscopy (micro ft-ir). Comparison of the particle and strand's generated ir spectra to a library of spectra finds the best match to be company cartridge interior coating and polypropylene. A used company iii (d) cartridge was also returned. Inadequate viscoelastic was observed. Damage is observed on the right side of the tip. Topcoat dye stain testing was conducted with acceptable results for the presence of topcoat. A disruption in the coating was observed on the right side of the tip. Iol product history records were reviewed and documentation indicated the product met release criteria. A qualified handpiece was indicated. Viscoelastic used was not provided. It is unknown if a qualified product was used. A root cause could not be determined for the reported complaint. Based on examination of the returned iol and company iii (d) cartridge, the reported damage was determined to be material on the posterior surface of the optic. There appeared to be inadequate viscoelastic in the returned cartridge. Microscopic fourier transform infrared spectroscopy (micro ft-ir) determined that the comparison of the material¿s generated ir spectra to a library of spectra found the best match to be monarch interior coating and polypropylene (cartridge material). The test results would correspond to the damage observed on the returned company iii (d) cartridge. Although the root cause has not been determined, contributing factors could be: a. Viscoelastic type: the use of a non-qualified viscoelastic may result in delivery issues and/or damage. B. Viscoelastic amount: not using the appropriate amount of viscoelastic as described in the dfu may result in delivery issues and/or damage. C. Delivery speed: if the customer delivers the iol quicker than the dfu describes, this may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported upon implanting an intraocular lens (iol), a scratch was found. The lens was removed during the initial procedure and a backup lens was used. Additional information was requested.